Event description:
It was reported the customer received a motor error alarm during a bolus delivery. The son's blood glucose was 252 mg/dl. The customer could not recall any significant events leading to the alarm. It was also reported the insulin pump was not dropped or bumped. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer also reported their isig was dropping low. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.